Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump battery was depleting quickly and the customer experienced a low blood glucose (bg) level of "low"; although specific value was not provided. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.